Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2016 with the following findings: during investigation, the pump powered on and revealed that the display was dim and discolored. Unrelated to the complaint, investigation revealed cracks in the battery compartment. Also unrelated to the complaint, investigation, the pump case was observed to be cracked in upper right corner of the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.